Event description:
It was reported that an occlusion alarm occurred. There was no reported impact to the customer's blood glucose level. Technical support was unable to troubleshoot due to non-resettable malfunctions. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their healthcare provider to obtain a backup method of insulin therapy.